Event description:
Patient was revised to address malpositioning of the stem in varus, which caused pain.

Event description:
It was reported to baxter that a infusor singleday overinfused during patient use. According to the customer, the infusor was connected to the patient an expected 22 hour infusion. The infusor was filled with 5fu and sodium chloride (nacl) and the total fill volume was 44ml. It is reported that the infusor emptied after 15 hours of infusion therapy.the reporter stated that the day the infusor has been set up on the patient, the temperature was very warm. The patient was carrying the infusor at the level of his waist. It is stated that it was the first therapy with this kind of infusor for the patient. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Device evaluation: a baxter technican evaluated the device. The reported malfunction of "overinfusion" was not confirmed. The sample was visually examined for signs of defect or abnormality that may have contributed to the reported condition; however, none were found. A standard flow test was subsequently performed on the sample, and the flow rate was found to be within the specification.

Manufacturer narrative:
Additional narrative: the sample is available, per the customer; however has not yet been received for evaluation. Should the device be received for evaluation or additional information become available, a follow-up medwatch will be filed.